Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging due to ipg was migrated. It was also reported that the patient experienced inadequate stimulation and pain at the pocket site. The patient underwent a pocket revision procedure and was doing well postoperatively.